Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that they experienced button error and low battery alert. The customer's blood glucose reading was unknown. The customer stated that the down arrow does not respond sometimes. The button got stuck and stayed pushed down. The customer stated that the battery lasted about one week maximum. The insulin pump will be returned for analysis.